Event description:
The patient received first orthovisc injection on (B)(4) 2013, the patient had swelling in the knee. On (B)(6) 2013, the knee was aspirated and sample sent to the lab (crystal analysis on the fluid and the following results came back) - irregular to amorphous refractile crystalloid fragments not consistent with uric acid or ca pyrophosphate. The patient had an alcohol prep, 1cc of lidocaine sub-q and into the joint prior to the ov injection. The knee was aspirated again (20cc aspirated) and ran another culture. Updated (B)(6) 2013: lab results from second injection-no crystals listed. All other labs were normal.

Manufacturer narrative:
The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.